Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient had malaise and leg cramps. The cgm was reading critically low, and the blood glucose was not checked. The patient self-treated with 2 d50 injection pens and drank a lot of juice; however, she still got the same critically low alert, so she took out the sensor. An unspecified time later, the patient had polyuria. 7 hours after the critical low alerts began, the patient was presented to the hospital. There, the bg was 1108 mg/dl and the patient was treated with insulin injection and IV fluid. The patient stayed in the hospital until the next day (B)(6) 2024 and left in the afternoon. Her reading was at 564 mg/dl at that time. At the time of the report, the patient feels normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.